Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2: type of follow up - additional information/ device evaluation h3: device evaluated by mfg- additional information h6: additional information.

Event description:
It was reported that transmitter failed error occurred for transmitter with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Receiver charge was performed and passed. Receiver boot was performed and passed. Functional test results passed relevant tests. Functional test which failed - button test. A review of the share logs was performed and the allegation was not confirmed via product. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.